Event description:
This report summarizes 1 malfunction event in which the device was concurrently experiencing 2 issues: sharp metal edges and un-commanded motion. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The issue of sharp metal edges was confirmed, and the device was repaired and returned to use. For the issue of unintended motion, no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.